Event description:
It was reported that the deep brain stimulation (dbs) patient was not feeling well during their recent visit to the hospital. The patient's left lead also exhibited high impedances. The specific cause was unknown, however, the patient was asked to stay in the hospital as a precautionary measure.

Event description:
It was reported that the deep brain stimulation (dbs) patient was not feeling well during their recent visit to the hospital. The patients left lead also exhibited high impedances. The specific cause was unknown, however, the patient was asked to stay in the hospital as a precautionary measure. Additional information was received that the patients stimulation is being continued without using the lead contact that exhibited high impedances.